Event description:
It was reported that during surgery that the tip of the device fractured off in the patient's tibial canal. There was no surgical/medical intervention to retrieve the fractured piece from the patient and no report of a delay. The procedure was completed using another k-wire from the same tray. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The product will not be evaluated by zimmer biomet as it was discarded. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right ankle orif and syndesmotic reconstruction. Small metallic wire fragment within the tibial canal proximal to the operative level as noted. A definitive root cause cannot be determined. The reported event is confirmed as x-rays were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.